Manufacturer narrative:
The insulin pump had an unresponsive button then button error alarmed due to corroded on keypad traces. No numbers ramping on display noted. No moisture damage found on the electronic assembly and motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 195 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.